Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that is broken, unknown problem. This condition was found in a nursing home. It is unknown when this event occurred. The quality engineer later assigned the broken door to be the determined problem; this condition had the potential to interrupt delivery. There was no reported patient involvment, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that is "broken unknown problem" was confirmed during product evaluation. During evaluation the broken door was assigned to be the determined problem. This condition was caused by the assembly being broken in the upper and lower hinges. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up report will be filed if any additional details become available.